Manufacturer narrative:
Correction on initial report: initial reporter.

Manufacturer narrative:
Concomitant products: hospira, 500ml infusion bag 0.9% sodium chloride injection usp lot 61-832-fw, exp 1jan2018; hospira, 50ml infusion bag magnesium sulfate in water for injection lot 57-402-kl, exp 1mar2017; therapy date (B)(6) 2016. The customer¿s report of component breakage was confirmed. Visual inspection of the suspect set observed the pvc tubing was separated from its distal male luer. Further visual inspection observed no cracks or any damages on distal luer as reported; but that the observed issue was due to insufficient solvent being applied at the engagement between the tubing and luer components. Functional testing was not performed due to the obvious damage. Dimensional analysis of the tubing per the tubing's specifications was found to be within specification. The root cause of the component breakage was identified as a manufacturing issue due to insufficient solvent being applied at the engagement of the tubing.

Event description:
The customer reported that the patient was receiving an infusion of heparin. The nurse noticed the distal end of the tubing was cracked upon disconnection. The IV tubing was in use for one day. No patient harm reported.